Event description:
Bausch & lomb rec'd an email from a consumer stating that he was diagnosed with a fungal virus infection. The consumer reported redness, blurred vision and discharge from one eye and light sensitivity in the other. After discontinuing contact lens use the consumer's symptoms subsided. Upon continuing contact lens use his symptoms recurred. The consumer stated his response to antibiotic therapy has been slow. His vision is slightly improved. Attempts to f/u with the pt and treating practitioner for add'l info have been unsuccessful.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Bausch & lomb initiated a broader investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous product lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.